Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A venous probe initialization failure was reported. The device was being used for treatment. A getinge service technician investigated the unit on 2021-03-26 and could confirm the failure. The venous probe and cable were replaced to restore function. The technician performed safety, calibration, and functionality checks to factory specifications. For further investigation the affected venous probe was investigated in the getinge life cycle engineering on 2021-08-02. The supplied venous probe (vp) and the connection cable worked correctly. At the time of the "date of event" (B)(6) 2021 no abnormalities are noted in the device logs. During visual inspection of the vp blood residue was noted. It is to be assumed that at the time of the event the vp-holder or the vp supplied was heavily contaminated with blood and therefore an initialization after the mentioned circulation exchange had failed. On 2021-09-10 getinge medical experts performed a medial review based on the available information with following results. The clinician exchanged the venous probe restoring functionality, as reported in the complaint report, without interrupting patient treatment. Although the patient ultimately succumbed, the disposition of the patient was not attributed to the calibration failure of the venous probe by the user, nor was this a conclusion of the review. The clinic correspondence and the complaint report neither implied nor made any claims that the venous probe initialization failure had any association with the expiration of the patient. Based on the investigation results no product related malfunction could be confirmed. Further no correlation between the report failure "venous probe initialization failure" and the patient death could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported that he did a circuit change out on a cardiohelp. When he completed the circuit change the venous probe would not initialize. He replaced the venous probe. The patient expired during use. Complaint ID: (B)(4).